Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A memory download could not be performed. Error codes were noted in memory that indicated the device had detected an issue and attempted to reset. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Manual electrical measurements noted normal pacing and sensing functions. Detailed analysis of the battery did not identify any irregularities. The probable cause could not be determined because testing determined that the hybrid and the battery were functioning normally.

Event description:
It was reported during a routine office visit, that this pacemaker device was unable to be interrogated. The pacemaker was found to be in safety mode. Subsequently, the device was explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. A memory download could not be performed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported during a routine office visit, that this pacemaker device was unable to be interrogated. The pacemaker was found to be in safety mode. Subsequently, the device was explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported during a routine office visit, that this pacemaker device was unable to be interrogated. The pacemaker was found to be in safety mode. Subsequently, the device was explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.